Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The handpiece was received attached to an (B)(4), however, it was able to be removed from it but no further evaluation could be performed due to the returned condition. It was noted that the nose cone was cracked. Internal components were inspected, a torn acoustic isolator and evidence of moisture ingress were found. These did not affect or are related with the reported event. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, when attempting to disassemble the disposable from the hand piece it came apart. The disposable device was stuck in the handle. They could not get it apart. There was no patient impact.